Event description:
The device was used during an ileo conduit. It was reported the device was fired and the staples did not form. The staples did not close. Another device was opened to complete the procedure. There was not consequence to the pt.